Event description:
It was reported that the nurse was starting to set up infusions for a new patient in emergency department when the IV pump displayed "channel disconnected" error message. The entire system became unresponsive and the nurse could not confirm message despite onscreen instructions to "press confirm". There was a delay in therapy to patient while troubleshooting and searching for new device set-up and there was no additional medication intervention performed as a result of delay. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that a channel disconnected error message had occurred during setup of infusions was confirmed via log analysis; however the error could not be duplicated during the investigation. A channel disconnected alarm occurred while a single module was actively infusing a basic infusion at the rate of 999ml/h. All attached infusion modules at both sides of the pcu recorded being in a communication error state simultaneously when the pcu alarmed. The pcu error log at the time of the channel disconnected error recorded the log only error code 150.2100.5 (communication transmit failure). A basic infusion with the rate at 999ml/h and the vtbi at 850ml had been started at 11:09am on 9/20/2019. The pcu alarmed with ¿channel disconnected¿ and the attached modules displayed ¿communication error¿ at 11:24am. A root cause could not be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, it is the customer's policy not to provide patient information.

Event description:
It was reported that the nurse was starting to set up infusions for a new patient in emergency department when the IV pump displayed "channel disconnected" error message. The entire system became unresponsive and the nurse could not confirm message despite on-screen instructions to "press confirm". There was a delay in therapy to patient while troubleshooting and searching for new device set-up. However, there was no additional medication intervention performed as a result of delay. There was no patient harm. Although requested, additional information was not provided.